Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Potential health consequences of gel bleed: small quantities of low molecular weight (lmw) silicone compounds, as well as platinum (in zero oxidation state), have been found to diffuse (bleed) through an intact implant shell. The evidence is mixed as to whether there are any clinical consequences associated with gel bleed. For instance, studies on implants implanted for a long duration have suggested that such diffusion may be a contributing factor in the development of capsular contracture and lymphadenopathy. However, evidence against gel bleed being a significant contributing factor to capsular contracture and other local complications is provided by the fact that there are similar or lower complication rates for silicone gel-filled breast implants than for saline-filled breast implants. Saline-filled breast implants do not contain silicone gel and, therefore, gel bleed is not an issue for those products. Furthermore, toxicology testing has indicated that the silicone material used in allergan¿s implants does not cause toxic reactions when large amounts are administered to test animals. It should also be noted that studies reported in the literature have demonstrated that the low concentration of platinum contained in breast implants is in the zero oxidation (most biocompatible) state. Allergan provided testing to identify the gel diffusion constituents (including the platinum species [or other catalysts]), the rate that the gel constituents diffuse out, and how that rate changes over time. (B)(4). The overall body of available evidence supports that the extremely low level of gel bleed is of no clinical consequence."

Event description:
Health professional reported left side device removal due to "capsule/bleed silicone." Health professional clarified capsule as "capsular contracture, baker grade ii." In cases where a grade I or ii capsular contracture is the only reason given for surgery or treatment, the surgery or treatment is considered elective and was not required to preclude permanent impairment of a body function or permanent damage to a body structure. The device has been explanted. Manufacturer of the device is unknown.

Manufacturer narrative:
Device labeling addresses: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Health professional reported left side device removal due to "capsule/bleed silicone." Health professional clarified capsule as "capsular contracture, baker grade ii." In cases where a grade I or ii capsular contracture is the only reason given for surgery or treatment, the surgery or treatment is considered elective and was not required to preclude permanent impairment of a body function or permanent damage to a body structure. The device has been explanted. Manufacturer of the device is unknown.